Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had off no power alarm. The blood glucose was unknown at the time of the incident. Customer reported that, she did not get low battery alarm. Customer declined troubleshooting of the off no power alarm. The insulin pump will not be returned for analysis.